Manufacturer narrative:
An evaluation of the device cannot be performed as the device was reimplanted into the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
On (B)(6) 2016, it was discovered that a gmrs proximal tibial component was revised and subsequently washed and re-implanted by the surgeon.

Manufacturer narrative:
The following devices were also listed in this report: unknown gmrs tibial rotating component; unknown gmrs insert; unknown gmrs sleeve; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding dislocation of a tibial rotating component from a gmrs proximal tibial construct was reported. The event was confirmed via the x-rays provided. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: clinician review of the x-rays provided indicated that this procedure reportedly became complicated by a dislocation as seen on the x-ray of (B)(6) 2016, the details about which are missing due to lack of information. Further interventions for either the dislocation problem or persistent infection were necessary. Quite likely this was the intervention reported for (B)(6) 2016, where the tibial gmrs was temporarily removed for cleaning purposes and sterilization after which re implantation of the same device was performed. Conclusions: clinician review of the x-rays provided indicated that this procedure reportedly became complicated by a dislocation as seen on the x-ray of (B)(6) 2016, the details about which are missing due to lack of information. Further interventions for either the dislocation problem or persistent infection were necessary. Quite likely this was the intervention reported for (B)(6) 2016, where the tibial gmrs was temporarily removed for cleaning purposes and sterilization after which re implantation of the same device was performed. The exact cause of the event could not be determined with the available information. Further information such as patient details, device identification and evaluation, further x-rays, operative reports and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2016, it was discovered that a gmrs proximal tibial component was revised and subsequently washed and re-implanted by the surgeon. Update: the revision procedure was performed due to dislocation of the tibial rotating component from the tibial construct